Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the flexor ureteral access sheath and dilators¿ catheter was pulling apart from the sheath during the ureteroscopy with laser, to extract stone and placement of stent. The issue was noted early in the procedure. The device was placed via traditional technique and was in place for one hour. There was no difficulty advancing the device and a wire guide was used. The coating was activated with saline for an unknown amount of time, and it is unknown if the sheath and dilator was separated during activation. An unspecified part of the device had to be removed from the patient using a basket. The patient did not have any tortuous, calcified, or scarred anatomy. The procedure was completed by using another brand of device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported the flexor ureteral access sheath and dilators¿ catheter was pulling apart from the sheath during the ureteroscopy with laser, to extract stone and placement of stent. The issue was noted early in the procedure. The device was placed via traditional technique and was in place for one hour. There was no difficulty advancing the device and a wire guide was used. The coating was activated with saline for an unknown amount of time, and it is unknown if the sheath and dilator was separated during activation. An unspecified part of the device had to be removed from the patient using a basket. The patient did not have any tortuous, calcified, or scarred anatomy. The procedure was completed by using another brand of device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used catheter was returned to cook for evaluation. Upon visual inspection, a clear fiber like material was observed coming out of the distal end of the sheath. The material was likely the inner lining of the sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A review of complaint history records found no other related complaints associated with the complaint device lot. Cook also reviewed product labeling. The product IFU [t_flxrp_rev5] did not provide any information related to the reported issue. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, inspection of the returned device, and the results of the investigation, cook was not able to definitively establish the cause for this event. However, it is possible that the other devices inserted through the scope peeled the liner. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.